Manufacturer narrative:
Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implanted: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -3.00/5.5/098 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od). Reportedly "patient needs explant due to excess vaulting at around 1400um." Per the reporter on (B)(6) 2019 patient "is currently emmetropic." Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Updated to: the reporter indicated that a 13.2mm, vticm5_13.2, -3.00/5.5/098 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2017. Excessive vault of 1500um, significant reduction of iridocorneal angles, peripheral anterior synechiae, and iridocorneal contact were reported. The lens was exchanged for a shorter length lens on (B)(6) 2020 and the problem was resolved. Reportedly the eye is "healthy." The cause of this event is reported as the device. Patient code 3191: no code available (secondary surgical intervention - lens exchange) patient code 3191: no code available (significant reduction of iridocorneal angles; peripheral anterior synechiae, iridocorneal contact). Claim# (B)(4).

Manufacturer narrative:
G4 - corrected to (B)(6) 2019 in initial MDR. Claim# (B)(4).

Manufacturer narrative:
B4 - corrected to 17-nov-2019 in initial MDR. H4 - corrected to 23-sep-2016 in initial MDR. H6 - result code 114 corrected to result code 213 in initial MDR. Claim# (B)(4).